Event description:
Caller reported lancet protruding from softclix device cap. Husband stated after wife stuck her finger, softclix needle came out of the carrier and was stuck in her finger. She required no professional medical treatment and is fine now. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.